Manufacturer narrative:
No customer returns were available for evaluation. Use error may have contributed to the customer issue as retests on the sample gave normal results, indicating a possible sample integrity or sample handling issue. Review of the ticket trending did not identify an increase in complaint activity related to the complaint issue, although lot search noted increased activity for the issue of falsely elevated results. The historical performance of reagent lot 28306un19 was evaluated using world wide data showing values within the established limits. Therefore, no unusual reagent lot performance was identified for lot 28306un19. A device history record review was performed on lot 28306un19, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false positive architect stat troponin-I (0.385 ng/ml) on sid (B)(6) that repeated negative twice. The account uses <0.03 ng/ml expected result for normal patients. No impact to patient management was reported. Patient race not provided.